Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The device will not be returned due to hospital protocol.

Event description:
According to the available information, though not verified, left cylinder tubing crack visualized. Reservoir tubing broke at connector collar site. Coil visualized on reservoir tubing. The pump was revised/replaced. The device will not be returned due to hospital protocol.